Event description:
The customer observed smoke coming from the back of the architect i2000sr processing module and turned the power off. There was no report of injury due to this issue.

Manufacturer narrative:
A field service representative (fsr) inspected the i2000sr module and found the capacitor on the pressure monitoring board for the r1 pipettor had burned out. A new pressure monitoring board was installed by the customer with fsr phone support to resolve the issue. The complaint text notes the i2000sr analyzer was working to specification after the new board was installed. The architect system operations manual was found to contain adequate information on potentially dangerous conditions on the architect systems, and on electrical hazards. The manual notes the architect system does not pose uncommon electrical hazards to operators, electrical cabling should be inspected for signs of wear and damage, liquids should be kept away from all connectors of electrical or communication components, and spilled fluids should be cleaned immediately. A 6 month complaint review found no similar complaints. A review of the architect i2000sr service history found no additional customer complaints of burning or smoking issues for architect i2000 have been initiated since the damaged pressure monitoring board was replaced. No adverse trends were identified for the architect i2000sr analyzer for pressure monitoring boards burning out and smoking. The safety hazards memo was found to contain information noting abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against electrical shock or burn, excessive temperature, and spread of fire from the equipment. Based on the available information and this evaluation, no deficiency was identified for the architect i2000sr processing module list number 03m74-01 for the issue under evaluation. This is the final report.